Manufacturer narrative:
Submit date: 07/12/2016. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two decontaminated pieces with lot number 5210100964x was received for evaluation however the reported issue could not be confirmed; the lite glove did not present a tear and was found to be within product specification. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date:04/20/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a lite glove. The customer states that the light gloves are too tight; the material tears when putting the glove on the handle.